Event description:
Customer reported that pump battery depleted too quickly, leading to a pump shutdown. This issue caused customer's blood glucose level to exceed 500 mg/dl, although the specific highest value was not recorded. Customer addressed high blood glucose by administering a correction injection via multiple daily injections (mdi) without assistance from others. Technical support educated the customer on the cause of battery depletion and confirmed that settings and usage were contributing to normal depletion rates, which customer understood and acknowledged.